Event description:
It was reported that while using a bonecutter in soft tissue, the device stopped spinning. When it was pulled apart, the inner blade was broken.

Manufacturer narrative:
A visual assessment of the blade shows the outer blade is dramatically bent. The inner blade has broken approximately 1 3/8 of an inch from the slough chamber. The devices condition is consistent with excessive side-loading placed on it during use. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Further investigation is not warranted at this time.